Event description:
Caller reported a series of cartridge alarms, specifically cartridge alarm 30, 20, and 29, causing concern about insulin delivery. There was no indication from the customer if their blood glucose level exceeded 500 mg/dl, leaving the impact on their glucose levels unknown. Technical support decided to replace the pump and instructed the caller on how to store the current pump before returning it. The customer was informed to use multiple daily injections as a backup insulin delivery method while awaiting the replacement, which would be shipped with a signature requirement.